Event description:
Customer reported via phone, he was about to take a shower and noticed the device had alarmed battery out limit. Customer doesn't recall blood glucose level customer stated the device alarmed during normal use. Troubleshooting was initiated for battery out limit but was shifted to keypad anomaly due the keypad being unresponsive. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return he device to undergo further testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The buttons on the insulin pump had intermittent button response due to moisture damage on the keypad trace. The device had minor scratches on the lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, and cracked reservoir tube. Currents were within specification, no unexpected battery out limit alarms noted.